Event description:
The device was used during a procedure on the lungs. Reportedly, the instrument jammed and the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.